Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first of two reports for the same patient during the same surgery. This report concerns the 2.7 mm titanium screw and washer (B)(4). It was reported surgery was performed to remove a broken 2.7 mm screw which was implanted approximately 18 months prior and broken while implanted in the patient (breakage was on a unknown date). The surgeon removed the plate and screws and replaced them with a 5.0 capture screw through the interphalangeal (ip) joint into the first metatarsal. The distal end of the broken screw could not be removed and was left in place in the patient. During the surgery, the tip of the screw driver broke. It was removed and discarded. Surgery was delayed by 1 hour.